Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the valve was explanted after an implant duration of approximately one (1) year due to endocarditis. The subject valve was requested but was not returned because it was discarded. Operative report indicates: "aortotomy to the noncoronary sinus revealed extensive phlegmon on the previous bioprosthetic valve. The leaflets were resected and the entire valve cuff removed without sutures."

Manufacturer narrative:
Additional manufacturer narrative - report of an explanted valve due to endocarditis one year post implant. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case the infection has been identified as a form of strep. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.